Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 7f ultimum introducer sheath and dilator received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a percutaneous transluminal coronary angioplasty procedure, blood leaked from the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.